Manufacturer narrative:
On 10/22/2018, additional event and patient information was received. It was reported that at the end of the ablation phase, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed. The patient¿s outcome is fully recovered with no residual effects. Transseptal puncture was not performed. The generator had smart touch® sf default settings at 30 watts. The power did not titrate during the ablation. The overall time for ablation at the site of injury was 180 seconds. The last ablation cycle time at the time of the injury was 40 seconds. The catheter irrigation was set at 8ml/min. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm, 3 seconds, 3gr and fot 25%. There were no additional filters used with visitag. The color option used prospectively was time. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The product was not returned, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17740207l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The account information is unavailable. Multiple follow up attempts have been made to obtain this information with no response. Should any new information be obtained it will be assessed and processed accordingly and supplemental 3500a will be submitted. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for premature ventricular contractions (pvc) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. An overnight stay was required for recovery purposes. Patient¿s outcome is unknown. There¿s no information regarding physician causality opinion. There were no biosense webster inc. Product malfunctions reported. It is unknown if transseptal puncture was performed. There¿s no information regarding generator parameters, overall time for ablation and last ablation cycle at the time of the injury. It is also unknown if the patient received anticoagulant during the procedure. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.